Event description:
It was reported to boston scientific corporation in 2009 that while bowing the wire of a jagtome rx sphincterotome, it was noticed that the cut wire of the sphincterotome separated from the cannula. The sphincterotome was removed from the patient and another device was used. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.